Event description:
The device was returned for service. During the device had depleted batteries. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.